Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer¿s blood glucose was 45 mg/dl. The customer reported that sugar is operating as normal but cannot stay in auto mode. Customer was in a car accident because he was exited out of auto mode and did not know he had to turn on his suspend on low feature for his manual mode . Customer was in car accident but did not go to the hospital. Customer reported that he's been having calibration errors that he's already called for as well as several other issues related to auto mode delivery. Customer reported elevated blood sugar the evening before the accident . Customer did not go to hospital, emergency medical services was dispatched but customer declined to go. The insulin pump will be returned for analysis.